Manufacturer narrative:
The user facility submitted medwatch (B)(4). For this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient cut an amia cassette line from the cycler (with scissors) after the patient was unable to disconnect from the device. It was reported the transfer set "came apart" so the patient attempted to disconnect and was only able to after cutting the line. The patient presented to the emergency room and was diagnosed with peritonitis. Subsequently the patient was admitted to the hospital for the event. The patient was treated with unspecified intraperitoneal antibiotics (ongoing) for the event. At the time of this report, the patient was recovered from the peritonitis event. Action with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic and disconnection technique. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. The most probable cause was due to a use error as "the patient used scissors to cut the patient line from the cycler". Should additional relevant information become available, a supplemental report will be submitted.